Manufacturer narrative:
The following info from section f was completed by the MFR. H6: evaluation coded updated evaluation summary follow-up #1: quality assurance analysis of the returned device revealed the unit was returned with the distal end torn off at the proximal marker band. The proximal marker was smashed and the edges of the inner-member of the marker were jagged. The c-flex was torn off. The c-flex junction was intact. The ballon was torn. Quality engineering's examination of the returned device revealed it was severely damaged at various points along the distal end. The device appeared mangled. It is impossible for a gentle touch to have caused damaged this severe. Due to the minimal complaint info provided, there is no way to determine the exact root cause of the damage. It is likely that the customer used excessive force of unknown nature or reason. Quality engineering has requested a letter be sent regarding the investigation results, and cautioning the customer against use of force. No further corrective action will be taken. A review of the device mfg records for this product lot did not reveal any non-conformities. As part of co's mfg and quality process, all stent delivery systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that following a successful stent delivery deployment and stent delivery sys removal, the balloon, membrane and shaft separated from the sys outside the body. It was reported that the stent delivery sys balloon was softly touched and resulted in the reported separation. No pt injury was associated with this event.